Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 11-210064, explor 9x30mm impl stem w/scr, lot # 947750. G2: norway. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced pain and crepitation in elbow at approximately 2.5 years post op. Radiology showed loosening of the stem and the patient was revised. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, d4 (exp date), d6a, g3, h1, h2, h4, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the initial surgery was performed approximately 11 years ago.

Event description:
Voiding the radial head as the pain is related to the loosening of humeral stem and not with the articulation of the humeral head.

Manufacturer narrative:
(B)(4). Proposed g-code: mechanical (g04) - head. Voiding the radial head as the pain is related to the loosening of humeral stem and not with the articulation of the humeral head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.